Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received it. If either the meter or the strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 12, 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra meter is giving inaccurately high readings. The complaint is classified based on the documentation of the customer care advocate (cca). On eight days earlier at 7am, the patient obtained a reading of "590 mg/dl" on his one touch ultra meter. The patient could not provide info in regards to whether or not she had any diabetes symptoms while obtaining a "590 mg/dl" blood glucose reading. As a result of the reading, she obtained, she increased her insulin dose to 35 units of 70/30 (10 more units than her usual dose). She felt hypoglycemic later on and was given orange juice. The patient was unable/unwilling to provide info about her hypoglycemic symptoms. During the troubleshooting, the patient verified that the meter is set to the correct unit of measurement (mg/dl), he was using the correct testing technique, and the punctured area was cleaned correctly. This complaint is being reported because the patient alleged the meter is reading inaccurately high, increased her insulin intake, and felt hypoglycemic. It is not know how severe her hypoglycemic (symptom(s) was. The meter, test strips, and control solution were replaced.